Event description:
It was reported that the patient faced infusion set bent cannula event on 13-mar-2026. The patient also experienced pain while wearing the infusion set. No further information is available.

Manufacturer narrative:
E1: event country: germany. Name: ypsomed ag. Country: switzerland. Street address: weissensteinstrasse 26. City: solothurn. Zip code: ch 4503. Phone: +41 344244551. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.